Manufacturer narrative:
Although requested, device has not been received, patient demographic details were not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an alarm for channel disconnect was present when the patient returned to the orthopedics unit from a radiological procedure. The pca module b screen displayed ¿7,¿ and the pc unit displayed ¿channel disconnect.¿ the user attempted to turn pca off with the channel off button but it did not turn off. The nurse then unlocked the pca with the key and disconnected channel b pca and reconnected it. The lights and alarm remained on. The nurse then pushed the channel off on channel a, this tuned off both channels. No patient harm was reported. An additional module was also infusing at the time of the event.

Manufacturer narrative:
The customer¿s stated issue of ¿alarm for channel disconnect¿ was confirmed through a review of the device logs. However, it was not replicated during testing. Upon physical inspection there were no observations of fluid ingress in the front or rear case. The right iui appeared to have dried fluid on all pins. There was no contamination observed on the electronic or mechanical components. Review of the pcu error log shows that the channel disconnect event occurred about 1 minute after the patient made 5 pca dose requests from 9:50am to 9:53am on 12apr2019. The last dose delivered finished at 9:47:38 am. The final dose requested by the patient was not delivered because the lockout timer (6 minutes) prevented delivery of the next dose, it had been 5 minutes and 24 seconds since the last dose was delivered. The user then silenced the pcu after the channel disconnect alarm and then pressed soft key 14, acknowledging the channel disconnect. The pca did not reconnect to the pcu. Once the channel disconnect occurred, the pca was not capable of sensing the channel off button press because it was no longer connected to the pcu and was not supplied with power. It appears the device was removed completely. The pca does not show these button presses in the pcu or pca event logs. Functional testing was unable to replicate the channel disconnect event, which can be attributed to the inherent wiping action during connection and removal of the module, which most likely displaced the contaminate from the contact area. The pca displays were also tested and both asm sequential and continuous display tests performed as expected and were in specification. The root cause of the customer¿s report was not identified. The probable cause of disconnect or communication errors are the result of an intermittent connection at the iui interface due to contamination on the contact pins.

Event description:
It was reported that an alarm for channel disconnect was present when the patient returned to the orthopedics unit from a radiological procedure. The pca module b screen displayed ¿7,¿ and the pc unit displayed ¿channel disconnect.¿ the user attempted to turn pca off with the channel off button but it did not turn off. The nurse then unlocked the pca with the key and disconnected channel b pca and reconnected it. The lights and alarm remained on. The nurse then pushed the channel off on channel a, this tuned off both channels. No patient harm was reported. An additional module was also infusing at the time of the event.